Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4) .

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring registering "hi" on the meter (=600 mg/dl) with associated symptoms of polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Details of the patient's treatment were not provided. The patient's serious injury was alleged to be associated with an intermittent power issue with the pump; the battery compartment was reported to be cracked and the threads on the battery cap were stripped and the cap could not be tightened to the pump. Customer technical support verified with the reporter that the battery cap on this pump had never been replaced (13 months). This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy related to an intermittent power issue allegedly caused by a damaged battery cap and battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: the pump returned with corrosion in the battery compartment. Battery compartment was cracked on the side at the threads and above the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap is able to carefully attach to the pump; the pump boots to the verify screen with functioning audible and vibratory features. Pump electrical current draws measured within required specifications. A battery life issue was not duplicated during testing. The black box data revealed partially charged batteries were installed on (B)(6) 2016 at 15:04 and 15:07 resulting in low battery warning and replace battery alarms. Delivery was resumed at 15:18. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Leak testing failed due to a battery compartment leak. The pump cover was removed with no evidence of internal moisture observed. Investigation confirmed the alleged moisture issue; battery life issue was confirmed due to partially discharged battery use.